Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 20.11mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection found the bipolar yaw pulley broken at the broken grip tip. Additional observation(s) not reported by site: the instrument was found to have a broken bipolar yaw pulley near the outer part of the yaw pulley. Broken piece(s) were not missing as a result of breakage. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. The instrument was also found to have a broken conductor wire broken inside of pulley within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken did not show damage. Section a additional information: body mass index (bmi) - 22 kg/m2; height (cm) - 165cm.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the curved bipolar dissector tip broke off and fell into patient. The broken piece was retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgical task being performed at the time the device fragments fell inside of the patient was dissecting and grasping tissue. It is unknown what the surgeons believed was the cause of the instrument breakage that led to fragment falling into the patient. The instrument was in use for approximately 2 hours when the event occurred. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure; it just broke. When obtaining lymph nodes, the surgeon sometimes grips one instrument with another instrument, but they do not collide. The instrument did not fall inside of the patient during an instrument or accessory collision. The instrument was removed during the procedure prior to the breakage with the wrist straightened. It is unknown if the surgical staff felt any resistance upon removal of this instrument through the cannula. The wrist was straightened upon final removal of the instrument. It is unknown if the surgical staff felt any resistance upon final removal of the instrument through the cannula. The staff did not notice any damage to the cannula or to the instrument after the event occurred. The fragment was picked up with a force bipolar and removed with grasper. It was confirmed through a search that no fragments were left behind. No additional surgical procedure was required to remove the fragments. No post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. It is unknown if the patient returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument has been sent off for evaluation.